Event description:
Received an e000d marker laser current error during the procedure with the bare tip fiber. They replaced the fiber and rebooted the system and the error persisted. They had to abort the procedure and reschedule it for a later date.